Manufacturer narrative:
(B)(4). Concomitant medical products - unknown unipolar femoral head, unknown femoral stem, all catalog numbers: ni all lot numbers: ni. The reported event occurred in europe. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Sebastian mukka, carl mellner, björn knutsson, arkan sayed-noor and olof sköldenberg (2016) substantially higher prevalence of postoperative periprosthetic fractures in octogenarians with hip fractures operated with a cemented, polished tapered stem rather than an anatomic stem, acta orthopaedica, 87:3, 257-261, doi: 10.3109/17453674.2016.1162898. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03557 and 0001822565-2017-03139.

Event description:
It is reported that 11 patients have experienced dislocations. No additional patient consequences were reported.